Event description:
It was reported that the guidewire tip broke. The stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial vessel. A 300cm straight tip v-14? Control wire? Was selected for use. During the procedure while crossing the lesion, the hydrophilic tip detached and remained in a small branch of the anterior tibial vessel. The rest of the device was removed from the body. The physician elected to leave the tip in place, considering the risk minimal and the branch small enough. The procedure was completed with an alternate device. No adverse effects were observed from leaving the tip behind. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual and microscopic inspections were performed, and it was observed that the guidewire was bent and detached at the distal tip. Additionally, the coating was peeled. Analysis of the media provided by the customer also confirmed that the guidewire had peeled. No other issues were identified during the product analysis.

Event description:
It was reported that the guidewire tip broke. The stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial vessel. A 300cm straight tip v-14? Control wire? Was selected for use. During the procedure while crossing the lesion, the hydrophilic tip detached and remained in a small branch of the anterior tibial vessel. The rest of the device was removed from the body. The physician elected to leave the tip in place, considering the risk minimal and the branch small enough. The procedure was completed with an alternate device. No adverse effects were observed from leaving the tip behind. There were no patient complications as a result of this event.